Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s device and right ventricular lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. The cause of the impedance issue has not been conclusively determined. The device continues to remain implanted and in service. No adverse patient effects were reported.